Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received via remote transmission showing post-paced t wave oversensing on the ventricular channel. Programming changes were recommended. Physician has elected to monitor the patient. Device remains implanted.